Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught and deployed in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and bi-leaflet prolapse. One clip was implanted. The second clip delivery system (cds) was advanced to the left ventricle; however, the clip got entangled in chordae in the a1/p1 segment. Troubleshooting was performed, but the clip was unable to be freed. The clip was deployed in chordae and a new clip was deployed on the leaflets successfully. Two clips were implanted on the mitral valve, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any lot specific quality issue. All available information was investigated, and the reported (clip caught on chordae) appears to be influenced by user technique/operational context. Additionally, the reported foreign body in patient appears to be due to the failure in untangling the clip from the chordae and the subsequent clip deployment in the chordae. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.